Event description:
The customer contacted olympus to report the screen would not present an image and the upper left corner of the screen was white. This report is being submitted for the malfunction of no image. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no report of patient harm as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additional defects identified include a poor video connector connection due to foreign matter on the parallel remote terminal (qb board failure), and a scratch on the screen. These additional defects were not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image was not displayed because of the qb board parallel remote terminal connection failure. However, the root cause of the foreign matter cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received noting that the event occurred in august 23, 2022 during preparation for use. The unknown procedure was successfully completed without delay and with the same device.